Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump was emitting frequent/persisitent occlusion alarms. The patient had a blood glucose of 526 mg/dl, (symptoms including nausea, vomiting, drowsiness) and received emergency room treatment including IV fluids and insulin drip. During troubleshooting, it was determined that the patient was using the infusion sets per IFU. This complaint is being reported because the issue was not resolved and the patient experienced hyperglycemia.